Event description:
The crc has received notification of a pending lawsuit involving the harmonic scalpel. Allegations state that on 4/27/1998 plaintiff attended a seminar at hosp. During the course of said procedure, plaintiff was allowed to use the device. Allegations state that plaintiff received a strong electrical jolt to the left hand.